Event description:
The pt called lifescan and alleged the one touch ultra meter was causing the test strip to peel on insertion. The medical affairs specialist contacted the spouse, however pt was not feeling well, and could not stay on the phone. Family member was there to care for pt. The pt reported a reading of 8.7 mmoi/l. (157 mg/dl) with symptoms of feeling shaky, nauseated and fatigued with frequent urination. The pt contacted a medical professional for advice. No reading was given. The dr. Increased the pt's insulin. The spouse indicated the pt did not understand the mmoi/l, however the medical affairs specialist could not obtain further info. The unit of measure and date/time issue was resolved on both 4/4 and 4/5 by the lifescan customer care representative. (Lot number on strips not available). Based on the limited info available, this is reported as a product malfunction due to the port/strip issue. However there is insufficient info, (previous readings/interventions, the reading at the dr. Office, what the insulin increase was based on, routine medications) to report the event as an adverse event. The meter was replaced and return is expected.